Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has an absence of no delivery alarm. The customer also reported experiencing low blood glucose. Blood glucose value the morning of the call was 2.8 mmol/l. Troubleshoot was done and the insulin pump did not alarm no delivery when having less than 5 insulin units. The customer confirmed no leaks or bubbles were found. The insulin pump failed the high pressure test the second time as well. The customer was advised to revert to a back-up plan. The customer stated she had already placed a replacement request since she had spoken to a company representative before. The device would not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.